Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multipole cartridges during the load process. The reported issue did not impact the customer's blood glucose level. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.